Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having problems with the placement of the battery pack. Patient stated they don't know what the problem was yet, but there was a problem. Patient said they have been to the hospital and were going to their doctor today to find out what was going on. Agent asked when the issue started and patient stated it was right after the surgery and they thought it was just soreness from the incision, but it just kept getting worse so they turned it off monday morning because it was so painful. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2025-jun-18, additional information was received from the patient. The patient reported they have been fighting an infection from the incision site. Patient said the infection was now cleared up. Patient said their urologist blew them off and told them they did not have an infection and told patient to follow up with their primary care physician which they did. Patient mentioned they have a follow up appointment with their hcp tomorrow.